Event description:
It was reported that there was an error float switch, low water. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition except for broken off float switch. During functional testing, the reported problem was duplicated. The root cause of the reported issue was found to be float switch. Replaced the float switch. (UDI) is unknown. No product information has been provided to date.